Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to any of olympus locations. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Since this phenomenon did not reproduce, it is believed that this phenomenon occurred due to contamination at the electric junction and foreign body attachment, which resulted in failure of communication with the video processor and camera head. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, while the adjusting the white balance the endoscopic image of the subject device disappeared and the camera head communication error e222 occurred. The user replaced the subject device to another device and completed the procedure. The field service engineer visited the user and checked the subject device, however the reported phenomenon could not be duplicated. There was no report of patient injury associated with the event.